Event description:
During pt scan, technologist heard a noise and entered room to remove pt. Upon entering room parts burst out of gantry shroud. Technologist immediately hit power cut-off and removed pt who was unharmed. Siemens service was called immediately and responded later that day.